Manufacturer narrative:
Date sent to FDA: 4/4/2023. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2021. (B)(4) submitted for adverse event which occurred on (B)(6) 2021.

Event description:
It was reported by an attorney that the patient underwent a hysterectomy on (B)(6) 2020 and mesh was implanted. It was reported that on (B)(6) 2020 the patient was diagnosed with mesh exposure and underwent removal surgery on (B)(6) 2021 and (B)(6) 2021. No additional information was provided.